Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 485 mg/dl. The customer was treated for high blood glucose with bolus with the pump. The customer's mother reported via phone call indicating that patient tape doesn't stick. Customer's blood glucose at time of incident was 485 mg/dl. Customer stated that it occurred during the time he slept the other during the day. Customer stated that tapes are being used to secure the sensor. The customer's mother wants sensor to be replace. Customer was advised that we replacing sensor.